Event description:
Facility reports that cna's attempting transfer were unaware of missing safety clip and were using a non-liko sling. The loop strap of the non-liko sling disengaged from the sling bar causing the patient to fall. No injury reported. Treatment provided: pain medication and x-rays.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.